Manufacturer narrative:
A partial lead was returned for analysis in two segments. External abrasion breaching the outer insulation was noted at 33.6-34.0 cm from distal tip, consistent with friction to the device can.

Manufacturer narrative:
A partial lead was returned in two segments. External insulation breaching the outer insulation proximal to the suture sleeve tie impression consistent with friction to the device can was noted at 33.6-34.0 cm from distal tip. This is consistent with the observation from the field of noise and impedance.

Event description:
It was reported that the patient presented in clinic when low pacing lead impedance and lead noise were observed. Inappropriate automatic mode switch (ams) episodes due to noise were also noted. The lead was explanted and replaced. The patient was stable prior, during, and post procedure.